Event description:
The customer reported to olympus that the single use aspiration needle the needle suddenly broke, and the device was discarded. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
The device was discarded after use and was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. However, it is possible that a) a bending force was applied to the needle tube when piercing the hard body tissue during the procedure. This caused the needle tube to bend excessively. B) when the needle slider was pulled, a force was applied to the needle tube in a direction to make it straight. This caused the needle tube to break. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿when inserting the instrument into the endoscope, the distal end of the needle tube may be bent. When piercing the target, confirm the distal end of the sheath and needle tube in the endoscopic field of view and/or ultrasound image while considering such bending. Otherwise, patient injury such as perforation, bleeding, or mucous membrane damage may occur. Do not try to straighten a bent or deformed needle with your hands because the needle may break. Use a spare needle instead.¿ olympus will continue to monitor field performance for this device.